Manufacturer narrative:
(B)(4). The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed for atrioventricular shunt requiring intervention. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 3. The transseptal puncture was performed and the steerable guide catheter (sgc) was advanced. After crossing the septum, an atrioventricular shunt in both directions was already visible on echocardiogram. The procedure continued, with implantation of one clip. The mr was reduced to grade <1. The clip delivery system and sgc were removed. The shunt did not close. An atrial septal defect (asd) closure device was placed to close the septal puncture site. The shunt resolved. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. The reported patient effect of cardiac perforation (atrial perforation), as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. Based on this information, the reported patient effect of atrial perforation appears to be related to procedural circumstances and not due to the device. There is no indication of a product quality issue with respect to manufacture, design or labeling.